Event description:
I was tested for covid via test (B)(6). My children were tested at their pediatrician. I was positive and my kids we negative. My doctor thought I was a false positive and have since had an antibody test done. My antibody test came back as having no antibodies to covid. I had a false positive covid test. FDA safety report ID # (B)(4).